Event description:
The customer reported a leak at the right side of the coulter lh 750 hematology analyzer. The customer could not find the exact location of the leak. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a plugged port at waste chamber vc26. The fse flushed the port of the waste chamber, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).